Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a radiofrequency ablation and angiography, an 8fr angio-seal vip device was used to seal the blood vessel. The sealing effect was good, however in order to prevent post-operative bleeding, cross-dressing was performed. The patient was reported to be in stable condition. Additional information was received on august 2, 2019. The patient has a history of heart arrhythmias. Bleeding occurred out of the procedure room and a hematoma was present. A pre-deployment angiogram was performed. This was a right femoral artery puncture. An ultrasound was performed to diagnose the bleed. Patient's hospitalization was extended due to the event. Additional information was received on august 4, 2019. An 8fr procedural sheath was used. The pre-deployment angiogram was performed and showed no calcification of femoral artery stenosis was observed. The product presented no problems in the process of insertion, deployment or withdrawal, and the field hemostasis was in good condition. The surgeon observed the patient's vascular occlusion after the angio-seal was used. The surgeon stated that the initial hemostasis was successful with angio-seal device. No other devices or equipment were being used with the reported product. The quantity of blood loss could not be calculated since it was postoperative bleeding.